Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 6. On (B)(6) 2024, the implant was removed upon patient¿s request. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.